Event description:
Stent would not deploy. The device hung on the dilator. A new device was used to complete the procedure successfully. Doctor was attempting to place the stent within an existing stent. The device never left the sheath. No films are available.